Manufacturer narrative:
Updated information: d3 MFR fax number added.

Manufacturer narrative:
Additional information has been provided in d9 and h6.

Event description:
An impella cp device was inserted via the right femoral artery in a 63-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage d. The patient had a known medical history of coronary artery disease. Following implantation, significant bleeding was observed at the right femoral access site around the repositioning sheath. It was reported that the initial device position was not clearly confirmed prior to departure from the cardiac catheterization laboratory. Repositioning was delayed until the implanting physician became available. During this period, bleeding persisted for approximately 5¿6 hours despite attempted management with a femostop, which could not be adequately positioned due to patient's small size. The patient experienced an 8-point drop in hemoglobin and received 4 units of packed red blood cells. Upon physician evaluation at the bedside, transthoracic echocardiography was utilized to assess device position. The impella cp device was determined to be positioned too deep, with incomplete removal of catheter slack. The device was repositioned and retracted approximately 3 centimeters, and perclose sutures were tightened, resulting in resolution of the access site bleeding. During the period of malposition, suction alarms were observed, and device performance level was reduced to as low as performance level 3 due to flow instability. Following repositioning to an optimal position, device performance improved, with operation at performance level 7 with expected flows of 3.2 liters per minute with dextrose 5% in water with 25 milliequivalents per liter of sodium bicarbonate in the purge. The patient remained on impella support following correction of device position and was weaned and explanted the following day. The patient survived the event with no additional harm. Bleeding is a known risk associated with impella support due to anticoagulation and large-bore arterial access and may have been exacerbated by initial suboptimal device positioning and delayed repositioning.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.